Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted into the patient. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent excision of urethral polyps, vaginal biopsies and cystoscopy due to pelvic pain on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.